Event description:
The customer reported to olympus, the evis lucera colonovideoscope exhibited poor water supply. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The customer provided response to the foreign matter questionnaire. The product was cleaned, disinfected, and sterilized before requesting repair. The customer was not aware of the presence of any foreign material though nozzle clogging has happened before. The washing brush used was bw20t and endoscope washer used was kaigen. There was no delay to start of pre-cleaning. As part of cleaning, disinfection, and sterilization process, water and air was flushed through the air/water nozzle. There were no problems with accessories used for reprocessing. The air/water nozzle was wiped/ brushed with a gauze, brush, or sponge and liquid was sent to the air/water nozzle. The facility followed the regular cds process for the device. The device was returned and customer allegation was confirmed. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The bending section cover had a scratch. Adhesive on bending section cover, objective lens and light guide lens had white-clouded area. The distal end cover and connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign matter found inside the nozzle could not be determined, however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.